Event description:
Complaint alleges: after catheter being in pt for 14 hrs, the cuff deflated. The catheter was removed and the doctor reported a break in the cuff. No reported pt injury. Pt current condition reported, as fine.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.